Event description:
The customer reported the dash responder defibrillator's paddles did not charge when prompted. An alternative device was available to the clinician and utilized. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.